Event description:
The patient underwent a port replacement in the or. The patient's port is used daily for factor infusions and recently found to be difficult to flush. A dye study was performed which showed leakage of contrast from the septum. This port was replaced with a single lumen portacath. Patient tolerated procedure well. Patient was admitted for post-operative continuous infusion. The patient was discharged two days after port was removed.